Event description:
A user facility reports that during insertion of the intraocular lens, the capsular bag started to tear and the intraocular lens shifted. The lens was removed. Additional information has been requested.

Event description:
Additional info was provided by the operating room nurse. The reported capsular bag tear was not related to the intraocular lens.